Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the foot control device was working intermittently. According to the report, the device was ¿jiggled¿ and it started to work properly. There was a twenty minute delay to the surgical procedure as a result. An identical spare identical device was available for use; however, the original device was utilized to complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter did not have any information on the poste-operative condition of the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.